Event description:
The customer reported that the n20pa monitor was missing two segments in the bottom portion of the display. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).